Event description:
Customer reported the system intermittently stops fluoroing during a procedure and the cine button intermittently will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found corrupted software. Ge rep reformatted the cine drive, and reloaded system software, calibration, and configuration files. System operates as intended.